Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip movement. It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat recurrent grade 4 degenerative mitral regurgitation (mr). One mitraclip ntr was implanted reducing mr grade to 2. On (B)(6) 2020 the patient underwent a reclip procedure for recurrent mr grade 4. The original mitraclip was still attached to both leaflets but had moved on the posterior leaflet. Two additional mitraclip ntrs were implanted, reducing mr to grade 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided a conclusive cause for the reported migration cannot be determined. The reported recurrent mr is the result of the clip migration. The reported patient effect of recurrent mr, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.